Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac tamponade remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During a left ventricle premature ventricular contraction procedure a cardiac tamponade occurred. During the procedure the patient became hypotensive and echocardiography confirmed a tamponade. A pericardiocentesis was performed to stabilize the patient. The user stated the tamponade made have occurred when there was high temperatures and low power output during ablation.